Event description:
The original report received stated that there was tip damage on the stabilizer plus-180cm. No additional information was provided. The device was returned for evaluation and it was noted that the distal tip presented a bent condition. Also a stretched condition near to distal end of the ptfe sleeve was noted.

Manufacturer narrative:
The original report received stated that there was tip damage on the stabilizer plus-180cm. No additional information was provided despite multiple inquiries. The device was returned for evaluation and it was noted that the distal tip presented a bent condition. Also a stretched condition near to distal end of the ptfe sleeve was noted. There was no reported injury for any patient. One non sterile sgw stabplus .014 180cm j ss was received coiled inside a plastic bag. The distal tip presented a bent condition. Also a stretched condition near to distal end of the ptfe sleeve was noted. No other anomalies were found in the received unit. The guide wire was inspected under a microscope and no anomalies were observed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'damaged / distal tip' was confirmed owing to the received condition of the device. The exact cause of the reported failure, as well as the bent and stretched condition in distal tip section could not be conclusively determined. However, these damages do not appear to be manufacturing related of the product, the records indicated that the product met specification prior to shipment. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. The reported failure by the customer as 'damaged / distal tip' was confirmed owing to the received condition of the device. The exact cause of the reported failure, as well as the bent and stretched condition in distal tip section could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for an accurate assessment of potential contributing factors.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.